Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/30/2023, it was reported by a sales representative via phone that an ar-2324kbcc anchor broke at the first two threads after being malleted in and tension was applied with driver. This was discovered during a case, device broke during use, all fragments removed. Case completed using other anchors and re-tapping.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.